Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure in which the pump was replaced. The ipp was not working properly due to a resistance valve anomaly. Following the intervention, the patient was stable.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure in which the pump was replaced. The ipp was not working properly due to a resistance valve anomaly. Following the intervention, the patient was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of pump issues was confirmed through product analysis. The pump requiring more than 8lbs of force to activate, could affect the functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump did not identify any anomalies. Upon functional testing, the pump did not pass the 8lb activation test; therefore, requiring more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.